Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the previous investigation for similar case, there was the possibility that the reported phenomenon was attributed to communication error between the processor and the camera head due to the following causes; - contact failure caused by disconnection of the cable. - failure of the camera head due to strong impact. - corrosion, dirt or foreign matter adhesion on the electrical contacts of the device. - short-circuit or corrosion caused by fluid invasion.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image was blacked out and disappeared during preparation for an unspecified therapeutic procedure. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.